Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Patient data review stated the provided data might not reveal the final refractive result at 1 week post op due to ongoing healing. One month post op subjective refraction might show a more reliable result. The 1 month post op refraction was requested, but has not been provided yet. A review of the technical service on site history showed the laser was successfully verified prior to the day of the treatment. The fse (field service engineer) performed a preventive maintenance of the machine, completed service and tested the machine. The machine was working fine. Review of the log files for the day of treatment shows the system start up was performed with service login. The service performed gas change and energy calibration and ended the calibration without saving. During use the user was logged in on day of treatment and no abnormalities or deviations can be identified as all treatments were performed successfully. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Event description:
Surgeon reported at one day post op topography-guided custom ablation treatment (t-cat), vision was fine, but after two plus weeks vision quality deteriorated.